Event description:
User received an erroneous bicarbonate result for one patient sample. Initial result was 292 mmol/l, auto repeat resulted at 275 mmol/l. User calibrated the assay, ran qc and repeated the patient sample and received a result of 27 mmol/l. Erroneous results were not reported.

Manufacturer narrative:
The field service representative could not find a cause. He noted he checked the system functions with no problems found. He also noted he found a piece of gauze at the first squeegee nozzle. He performed controls and precision and noted the system is performing to stated manufactures specifications.